Event description:
The report received from the database indicated that approximately five (5) months after the index procedure, the patient was reported to have had two (2) non-q-wave, non-st segment elevation myocardial infarctions (nstemi's). The patient had two (2) cypher select stent implanted during the index procedure. The first myocardial infarction (mi) occurred approximately three (3) months after the index procedure and the second mi occurred approximately five (5) months after the index procedure. For both events: the location of both myocardial infarctions (mi's) was undetermined. The patient was admitted for cardiac monitoring, ECG and blood work. The cardiac enzymes were elevated. The patient was discharged home with no changes in the medical regimen. No intervention or angiography was done. The event severity was reported to be severe and was a serious adverse event (sae). The event was reported to have a possible relationship to the study devices and procedure. The event outcome was reported to be complete three days after the event and the event was resolved without sequel. Clexane was administered after the first event only.

Manufacturer narrative:
The indication for the index procedure was an acute myocardial infarction (ami) with the onset of pain greater than 72 hours. The mi was reported to be a non-q-wave, non-st elevation mi was an undetermined location. The pre-procedure cardiac enzymes were elevated with the ck being less than two times the uln (<2 uln), the ck-mb two times the uln (2 uln), and the troponin two times the uln (2 uln). Lesion #1-1: the target lesion was the mid left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, 2.5 mm vessel diameter, 12 mm in length, a moderately tortuous proximal segment, an 80% stenosis, not ostial/bifurcation or total occlusion, concentric, little or no calcium, absent of thrombus, and type b2. The lesion was pre-dilated with a 2.0 x 12 mm balloon at 8 atm/unknown duration. A cypher select 2.25 x 13 mm stent was implanted at 15 atm/unknown duration. The residual stenosis was 10%. A satisfactory result was obtained. The stent was not post-dilated. A second lesion was treated by balloon angioplasty. Lesion #1-2: the target lesion was the obtuse marginal (om). The lesion was reported to be: de novo, 2.5 mm vessel diameter, 12 mm in length, a 70% stenosis, not ostial/bifurcation or total occlusion, concentric, little or no calcium, absent of thrombus, and type b2. The lesion was pre-dilated with a 2.0 x 12 mm balloon at 8 atm/unknown duration. A cypher select 2.25 x 13 mm stent was implanted at 15 atm/unknown duration. The residual stenosis was 20%. A satisfactory result was obtained. The stent was not post-dilated. A planned staged procedure was done five days later. The target lesion was the posterior artery (pda). The pre-procedure stenosis was 90% and post-procedure 30%. The staged procedure was reported to be unrelated to the study devices/index procedure. The patient was discharged seven (7) days after the index procedure. A phone contact with the patient at the one-month follow-up period indicated the patient was asymptomatic. A phone contact with the patient at the six-month follow-up period indicated the patient had angina. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2007-01993 and # 9616099-2007-01994.